Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-09579. It was reported the pt had been experiencing the need to recharge the system ipg frequently than usual. The pt also indicated she feels the ipg is protruding. The pt also experienced a throbbing sensation at the ipg pocket site while the stimulation was turned off. In addition, the pt has been unable to increase stimulation on several of her programs. A full parameter diagnostic indicated several contacts have high impedance values. Replacement charging system was used to no avail. Further follow-up indicated the pt's battery has depleted. The pt is working with her physician to determine a resolution to the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.